Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated.

Event description:
It was reported that the battery of this implantable cardiac resynchronization therapy defibrillator (crt-d) device was suspected to be depleting prematurely. The longevity appeared to have decreased suddenly between follow ups. The device also reported to record a code 1003 indicative of battery voltage too low for the projected remaining capacity. No data analysis from the device was reported to have been performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis.

Event description:
It was reported that the battery of this implantable cardiac resynchronization therapy defibrillator (crt-d) device was suspected to be depleting prematurely. The longevity appeared to have decreased suddenly between follow ups. The device also reported to record a code 1003 indicative of battery voltage too low for the projected remaining capacity. No data analysis from the device was reported to have been performed. This device was removed and replaced. No additional adverse patient effects were reported. The device is expected to be returned for analysis. The device was subsequently returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, this report will be updated. The returned device was thoroughly inspected and analyzed. Review of device memory confirmed that a low voltage alert (code 1003) was recorded. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised low voltage capacitors. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. Investigation has determined that the low voltage capacitors can become compromised due to the presence of excess hydrogen gas within the device case. Malfunction of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal.